Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; pneumothorax; and air embolism. Air embolism is a rare but serious potential complication of lung biopsy procedures. Rapid deterioration of neurological status and/or cardiac arrhythmia may be indicative of air embolism. Prompt diagnosis and treatment must be considered if the patient exhibits signs or symptoms of air embolism. Daniel april, tyler sandow, jacob scheibal, daniel devun and dennis kay (2017). Left atrial air embolism following computed tomography¿guided lung biopsy. Ochsner journal, 17(2):141-143. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in the ochsner journal titled 'left atrial air embolism following computed tomography¿guided lung biopsy', a whoosh of air could be heard through the needle during second biopsy sample and the fourth attempt yielded lung tissue after computed tomography (CT)-guided lung biopsy. The patient was diagnosed with non-dependent air embolism within the left atrium; however, the current status of the patient was not provided.

Event description:
It was reported in an article in the ochsner journal titled 'left atrial air embolism following computed tomography¿guided lung biopsy', a whoosh of air could be heard through the needle during second biopsy sample and the fourth attempt yielded lung tissue after computed tomography (CT)-guided lung biopsy. The patient was diagnosed with non-dependent air embolism within the left atrium; however, the current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; pneumothorax; and air embolism. Air embolism is a rare but serious potential complication of lung biopsy procedures. Rapid deterioration of neurological status and/or cardiac arrhythmia may be indicative of air embolism. Prompt diagnosis and treatment must be considered if the patient exhibits signs or symptoms of air embolism. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article in the ochsner journal titled 'left atrial air embolism following computed tomography¿guided lung biopsy', a whoosh of air could be heard through the needle during second biopsy sample and the fourth attempt yielded lung tissue after computed tomography (CT)-guided lung biopsy. The patient was diagnosed with non-dependent air embolism within the left atrium; however, the current status of the patient was not provided.